Manufacturer narrative:
No button error alarm noted. Intermittent esc button due to moisture damage on keypad trace. No moisture damage noted on the electronic assembly or motor assembly. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and one insulin pump keypad button, which was not specified, was not responsive. Customer does not recall any significant events leading to the error but pump got wet from sweat. Customer's blood glucose was 186 mg/dl at the time of incident. Troubleshooting was done for button keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.